Event description:
Reporter indicated that pt had not taken anything by mouth since implant. Device was not yet programmed to on. Further investigation revealed that pt was seen in emergency room due to an episode of status 3 days post-implant. Ativan and intravenous hydration were prescribed. It was also discovered at that time that a drug level was high. This was adjusted and since then the pt has been doing well and has had a normal appetite. Physician was unsure if the implant procedure or the high drug level caused the loss of appetite.